Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion seal. Functional testing was able to verify the reported problem. It was determined that the downstream occlusion seal was the root cause and was replaced. The service history review indicated that the complaint was related to a service of the device within the review period.

Event description:
It was reported that downstream occlusion sensor seal was degraded. There was no patient involvement.